Event description:
It was reported by service report that the rubber grips were coming off the back lift handles and sharp edges were reported. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hand grips.